Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 170299: 50 items manufactured and released on (B)(6) 2017. Expiration date: 2022-04-09 no anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 8 month after primary surgery due to signs of infection. The surgeon performed an I&d and swapped the poly.